Event description:
It was reported that the pump was explanted. It was later reported the patient had just been seen on (B)(6) 2013 for a medication refill/increase and was due for another refill in (B)(6). It was noted the returned paper work for the device had been filled out by a mortician. The hcp corrected the information; the pump was removed in (B)(6) 2012 because of infection. The hcp confirmed the patient was alive and well.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11270r57, implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis of the pump found no anomaly. It was noted there was a motor stall recovery in the logs which indicated in the pump's life there was at one time a motor stall and then recovery. After destructive analysis, nothing significant was found that may have caused the motor stall. "Some" residue was seen on gear 2 pinion and gear 3's o-ring located on top bridge however it was noted this may have not been enough to cause a motor stall. Per the pump logs, at the time of explant the device system contained fentanyl, baclofen and clonidine.